Event description:
While performing a procedure in cath lab 2, m.d. Was moving phillips i.I. Tower from the lao cranial position to rao "cantal" position. Upon releasing the controls to accomplish this, the image intensifier continued to "drift" and struck the lead shield which then struck the m.d. And pushed them back approx 2 feet. The m.d. Did not sustain any injuries. This incident was reported to the phillips svc person who was on site at the time.